Event description:
It was reported while testing with bd veritor ¿ plus analyzer japan one analyzer gave a positive result, and another analyzer gave negative twice. Confirmatory testing was performed by repeating test on same machine, as well as additional machine. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, there were 2 cases in a row in which the analyzer gave a negative result although the test line was clearly observed (without the n line) on the plate. The same result was given after a calibration using a qc plate. A positive result was given with a different analyzer.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd veritor plus analyzer has discrepant test results(catalog number 256065, serial number (B)(6) veritor plus analyzer was not returned for investigation. No investigations were performed on this analyzer and therefore the root cause is not determined. Based on this evidence the complaint is unconfirmed. DHR for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming.bd quality will continue to monitor trends associated with this failure mode.

Event description:
It was reported while testing with bd veritor ¿ plus analyzer japan one analyzer gave a positive result, and another analyzer gave negative twice. Confirmatory testing was performed by repeating test on same machine, as well as additional machine. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, there were 2 cases in a row in which the analyzer gave a negative result although the test line was clearly observed (without the n line) on the plate. The same result was given after a calibration using a qc plate. A positive result was given with a different analyzer.